Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up after receiving alerts for non-sustained lead noise. Upon review of the episodes, no oversensing was noticed. Programming changes will be made and patient will be monitored.